Event description:
It was reported that a patient underwent a minimally invasive rotational resection of right breast mass under local anesthesia on (B)(6) 2025 and suture was used. After the surgery was completed, the surgical incision was sutured with suture and needle. The suture broke during the suturing process, and the problematic suture was immediately removed and replaced with a new one. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did this event contribute to any patient adverse event? If yes, please explain. No